Event description:
Customer's father called to report the insulin pump had a cracked display screen. The damage occurred when the customer fell while wearing the insulin pump. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with bleeding and cracked lcd glass. Minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched case noted. (B)(4).